Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation did not confirm the reported unknown alarm on the external pocket controller (epc). The perfusionist supposed an issue with the black power cable and the controller was exchanged. The epc was returned for further investigation. The returned system controller underwent preliminary testing per op, investigation process reference form, heartmate system controller (epc), hmii (ver. A). The returned controller was connected to a test system monitor/power module and a log file was downloaded. A system controller self-test was performed, and the controller passed. The controller was connected to a test pump and operated the pump at a speed of 9400 revolutions per minute (rpm) with no alarms active. The system controller was running software version 4.16. The black and white power cables were independently disconnected, and the system functioned as intended supported solely by either power cable. Both power cables were manipulated, and no alarms activated. Alarms were silenced to verify the visual alarm was active. The driveline was disconnected, and an alarm activated as expected. The controller was then put into sleep mode. The controller was connected to a mock circulatory loop and run for an extended period with no issues. The epc was self-tested again, and the controller passed. The controller passed functional testing and there were no atypical events found within the log file downloaded. A root cause for the reported event could not be determined through this analysis. The device history record for the external pocket controller were reviewed. No deviations from manufacturing or qa specifications were shown from the external pocket controller. The external pocket controller (serial number (B)(6)) was shipped to the customer on 04apr2019. Patient handbook, operating manual, instructions for use (IFU)covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. The patient handbook advises the user to call the hospital contact person if there is any questions or concerns regarding the heartmate ii lvad equipment including the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an alarm on the epc system controller. The perfusionist supposed there was a broken black power cable. The system controller was exchanged without any issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.